Event description:
It was reported that the patient presented to the emergency room with syncopal episodes. Upon review, the right ventricular had dislodged. The dislodgement was confirmed via diagnostic imaging. The lead was explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. X-ray inspection of the lead did not find any anomalies. Visual examination of the lead found, the helix retracted and clogged with blood /tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. Electrical testing was normal.